Event description:
An alarm issue was reported by the caller with the indication of both alarm 2 and alarm 26. There was no adverse impact to the caller's blood glucose level, as it did not exceed 500 mg/dl or read "high" on the continuous glucose monitor. Technical support advised the caller to disconnect from the site and instructed them on bolus delivery steps, noting the impact on insulin on board, although the final bolus action was not performed due to a planned pump replacement. The pump was scheduled for replacement by technical support, and arrangements were made to deliver the new pump and infusion sets at different times, with the customer being informed and understanding of these logistics adjustments.